Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: dtba1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that high thresholds were exhibited with the right atrial (ra) lead. During a device replacement procedure, the physician chose to leave the ra lead intact, with known high thresholds. One month later, the patient presented to the clinic with a lead integrity alert (lia) due to high atrial impedance and loss of capture. The ra lead was extracted and replaced. No patient complications have been reported as a result of this event.